Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Disposed of by hospital.

Event description:
It was reported that the outer box was dry, didn't appear damaged but it stank. They opened the box of tobra, no apparent damage to the individual doses, but strong smell. They moved the box outside.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Method & results: no devices were returned and no photographs were provided. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, there was an odour coming from the simplex packaging. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the odour would have come from the monomer when the ampoule was broken. This monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation.

Event description:
It was reported that the outer box was dry, didn't appear damaged but it stank. They opened the box of tobra, no apparent damage to the individual doses, but strong smell. They moved the box outside.